Event description:
The manufacturer rec'd info alleging a ventilator's internal battery was not holding a charge. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the manufacturer's investigation is complete.